Event description:
Customer called to report that the customer was not able to prime the infusion set and the insulin was not exiting. Troubleshooting was performed. The insulin was not exiting and the driver block was not moving forward.